Manufacturer narrative:
Analysis testing found the device to pace normally in unipolar and bipolar modes. The device passed all mechanical and electrical testing. The setscrew was also normal and was not stripped. No device anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
During procedure, several unsuccessful attempts were made to connect the ICD to the lead. Due to the numerous attempts, the screw would no longer hold. A non-abbott device was used to successfully complete the procedure. The patient is well.